Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale markings. The following information was provided by the initial reporter, translated from portuguese: "syringe 1ml no scale marking... - was the reported incident noticed before, during or after use? Before. The secondary packaging of the product was opened and then the absence of graduations on the syringe was noticed. - was there any harm to the patient/caregiver? (Detail) no. - was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, medication administration, etc.)? (Detail) no. - was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) no. - what medication was being administered? No medication was administered as the failure was perceived prior to use."

Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer-indicated failure. The reported issue was observed and based on trend analysis no further action is required at this time.

Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale markings. The following information was provided by the initial reporter, translated from portuguese: "syringe 1ml no scale marking... Was the reported incident noticed before, during or after use? Before. The secondary packaging of the product was opened and then the absence of graduations on the syringe was noticed. Was there any harm to the patient/caregiver? (Detail) no. - was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, medication administration, etc.)? (Detail) no. - was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) no. - what medication was being administered? No medication was administered as the failure was perceived prior to use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.